Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection of the returned instrument shows no manufacturing abnormalities. No visual issues were observed. A functional evaluation revealed the controller generated an e7 error when the wand was connected. When used with a bypass box the device generated an e6 error, not able to generate plasma. There are no broken wires and there is continuity. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The complaint was confirmed. Factors that could have contributed to the reported event include: the rf controller may have been turned off following connection of the wand or source power may have been interrupted. The wand may have experienced a short. Internal complaint reference: (B)(4).

Event description:
It was reported that before an arthroscopy assisted reduction and fixation of tibial eminence, the console alarm as soon as the wand was connected for the first time, no error code was observed. No patient injuries reported. Smith and nephew back-up device was available to complete the surgery. Unknown if there was a delay. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.